Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage hazard and no external power alarms while connected to the mobile power unit (mpu) was confirmed via analysis of the submitted log file. The submitted log file contained approximately 10 days of data (B)(6) 2020 per the timestamp). The log file captured low voltage hazard and no external power alarms on (B)(6) 2020 from 04:11:45 to 04:12:20 and on (B)(6) 2020 from 09:34:32 to 09:34:47 due to losses of external power while connected to the mpu. The first low voltage hazard alarm was captured in the first event of the log file; therefore, the time that the loss of power first occurred and the amount of time that the alarm lasted for could not be determined from the log file, as the initial activation of the alarm was overwritten by newer data. The alarms resolved once external power to the controller was restored. The system controller backup battery supported the system during the losses of external power. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The root cause of the reported event could not be conclusively determined through this analysis. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on 10mar2020. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including low voltage hazard, no external power and low flow alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented to the emergency department on early morning (B)(6) 2020 in ventricular fibrillation requiring defibrillation. A review of the log file captured some low voltage hazard and no external power events on (B)(6) 2020 from what appeared to be a total loss of power to the mobile power unit (mpu). The backup battery in the controller was enabled until power was restored to the mpu. A transient low flow event was also noted on (B)(6) 2020 at 01:22. No other unusual events were noted. The mpu was currently operational. The mpu had a v-lock connector on the a/c power cord. It was unknown if the mpu came loose at the wall/outlet or at the back of the unit. It was unknown if there were any environmental circumstances that may have affected a/c power at the time of the event such as loss of power to the house. The low flow alarms resolved. The account was unsure how the low flow alarms resolved. The patient was still admitted as of (B)(6) 2020 but the most recent physician's note reported that the patient was asymptomatic. The patient was given an implantable cardioverter defibrillator on (B)(6) 2020 and has been diuresing.